Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) therefore the ipg was replaced with a new device. The device was returned to the manufacturer and tested out of specifications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed and the eri triggered due to high battery impedance.